Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tvr procedure with a 29mm sapien 3 valve in previously implanted prosthetic valve in the tricuspid position, the bav balloon burst during full inflation.  Upon removal of the balloon, resistance was felt and it was not possible to pull the balloon back into the esheath.  A cut down was performed to remove the balloon and the esheath. The sapien 3 valve was then successfully deployed with the commander delivery system.  The patient was in stable condition post procedure.

Manufacturer narrative:
Corrections sections d10, g5, h3, h6.  This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11523.  The balloon catheter was returned after use to edwards lifesciences for evaluation fully inserted through the sheath and stopcock attached to inflation port. The returned device was visually inspected for any abnormalities and the following was observed: balloon burst confirmed. Nose tip and distal end of balloon were not returned; guidewire (gw) lumen is stretched out and bunched in one are (bunched area approximately 1.5¿ in length). Due to the condition of the returned device (balloon burst) and nature of the issue, no relevant functional testing was performed. The complaint was confirmed by visual inspection.  Dimensional analysis was performed and the balloon single wall thickness was measured along the edges of the burst location on the material working length.  The results were within specification.  A review of complaint history from february 2019 to january 2020 revealed additional returned similar complaints for the edwards transfemoral balloon catheter (all models and sizes) for balloon burst, withdrawal difficulty through sheath and distal tip separated. These complaints were confirmed, however, no manufacturing nonconformities were identified in the returned devices.  Available information suggests that patient and/or procedural factors may have contributed to the reported events. The complaints for balloon burst, withdrawal difficulty through sheath were confirmed from visual inspection of the device. In addition, visual inspection of the returned balloon catheter revealed distal tip separation. A review of DHR, lot history, complaint history and manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per report ¿the balloon burst when fully inflation¿. The patient¿s annulus may have calcification and during the procedure, it could have caused the balloon to burst. The calcification can also interact with the balloon during inflation that affects the balloon integrity and making it more susceptible to the damage. It is possible that the balloon burst resulted in distorted balloon profile. As a burst balloon with an altered profile, it may have led to the withdrawal difficulty.  Upon follow up, it was reported that ¿the physician cannot remember if the distal tip separation occurred during or after removal¿; however, ¿it was confirmed that nothing remained inside the patient¿.  Although it cannot be confirmed, it is possible that excessive manipulation during retrieval of the burst balloon may have caused the distal tip to be separated. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of a burst balloon/excessive manipulation) may have contributed to the complaint events.

Manufacturer narrative:
Correction to section h10 (data entry error). The balloon catheter was returned after use to edwards lifesciences for evaluation fully inserted through the sheath and stopcock attached to inflation port. The returned device was visually inspected for any abnormalities and the following was observed: balloon burst confirmed. Nose tip and distal end of balloon were not returned; guidewire (gw) lumen is stretched out and bunched in one are (bunched area approximately 1.5¿ in length). Due to the condition of the returned device (balloon burst) and nature of the issue, no relevant functional testing was performed. The complaint was confirmed by visual inspection.  Dimensional analysis was performed and the balloon single wall thickness was measured along the edges of the burst location on the material working length.  The results were within specification.  A review of complaint history from february 2019 to january 2020 revealed additional returned similar complaints for the edwards transfemoral balloon catheter (all models and sizes) for balloon burst, withdrawal difficulty through sheath and distal tip separated. These complaints were confirmed, however, no manufacturing nonconformities were identified in the returned devices.  Available information suggests that patient and/or procedural factors may have contributed to the reported events. The complaints for balloon burst, withdrawal difficulty through sheath were confirmed from visual inspection of the device. In addition, visual inspection of the returned balloon catheter revealed distal tip separation. Device investigation, DHR, and lot history review revealed no indication that a manufacturing non-conformance contributed to the event.  A review of IFU/training materials revealed no deficiencies. Per report ¿the balloon burst when fully inflation¿. The patient¿s annulus may have calcification and during the procedure, it could have caused the balloon to burst. The calcification can also interact with the balloon during inflation that affects the balloon integrity and making it more susceptible to the damage. It is possible that the balloon burst resulted in distorted balloon profile. As a burst balloon with an altered profile, it may have led to the withdrawal difficulty.  Upon follow up, it was reported that ¿the physician cannot remember if the distal tip separation occurred during or after removal¿; however, ¿it was confirmed that nothing remained inside the patient¿.  Although it cannot be confirmed, it is possible that excessive manipulation during retrieval of the burst balloon may have caused the distal tip to be separated. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of a burst balloon/excessive manipulation) may have contributed to the complaint events.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the balloon was 100% inspected for any defects.  The balloon catheters were 100% leak tested. Quality performed 100% inspection and verified that all components were present and in the correct position (balloon cover), that there were no kinks or physical damage, and that there was no damage to the balloon.  Product verification (pv) testing was also performed on sample basis, and all passed specifications for lot release.  These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review did not reveal any other similar complaints for balloon burst or balloon catheter withdrawal difficulty through sheath. The complaints for balloon burst or balloon catheter withdrawal difficulty through sheath were unable to be confirmed and the occurrence rate did not exceed the january 2020 control limits for applicable trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for balloon burst and balloon catheter withdrawal difficulty through sheath were unable to be confirmed. A DHR review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿the balloon burst when fully inflation¿. The patient¿s annulus may have calcification during the procedure that could have caused the balloon to burst. The calcification can interact with the balloon during inflation that affects the balloon integrity and making it more susceptible to the damage. It is possible that the balloon burst resulted in distorted balloon profile, which may have led to the withdrawal difficulty. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of a burst balloon) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limits were not exceeded for the applicable trend categories, product risk assessment escalation, and corrective/preventative actions are not required.

Manufacturer narrative:
Reference CAPA-20-00141.